Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "1871" error code message on power up during the investigation. Further investigation found that the motor was locked out and not operating. Service's will replace the pump motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited " lec 1871". No reported adverse effects.